Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that the tip of a dynamic hip system (dhs) coupling screw bent during insertion after it was turned without problems. Upon insertion of the screw, the k-wire could be pushed in the direction of the small pelvis. The surgeon attempted to remove the connection screw ¿ this was reportedly ¿almost impossible¿ as the screw thread of the connection screw was bent. There was a surgical delay of an unknown length of time. This report is for one (1) unknown k-wire. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. Unknown date in (B)(6) 2015. This report is for one (1) unknown k-wire. Device is an instrument and is not implanted or explanted. (B)(6). Unknown, as specific part and lot numbers for the complainant k-wire were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information reported: new product was utilized in the or after the defect of the initial device.